Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was an out of regulation (oor) message on the clinician tablet, and they were unable to increase the amplitude from 0.0 ma. The rep then changed to the clinician programmer and had the same issue. The patient was about to have an MRI and the physician requested for them to be changed to bipolar for the scan. All impedances were within normal range. After the rep changed their left brain to bipolar, the amplitude went to 0 (as expected), however they were unable to adjust the amplitude due to the oor message. Impedances were all within normal ranges. The patient's device was turned off for their MRI, afterwards the rep changed them from cc to cv and was able to apply the voltage at the same level as when they were on cc. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the possible cause was telemetry interference but it was not confirmed as of the report.